Event description:
It was reported that: dr placed a femoral triple lumen central line. Upon initial puncture when the md would draw back on the needle to verify placement in the vein you would expect to get blood back but instead got air back. The hub was visiblydamaged/cracked. It was the 18 ga needle that accepts the guidewire. Itwas cracked and split at the plastic hub portion. I had attached thesyringe as I normally do-gently to make it easy to remove and place thewire. We opened another kit and used a new needle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 18ga introducer needle, one non-arrow 10ml syringe, and a lidstock for analysis. Signs-of-use were observed on the needle cannula. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack in the introducer needle hub. The returned 10ml syringe does not appear to be a syringe normally packaged within this reported finished good. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that: dr placed a femoral triple lumen central line. Upon initial puncture when the md would draw back on the needle to verify placement in the vein you would expect to get blood back but instead got air back. The hub was visibly damaged/cracked. It was the 18 ga needle that accepts the guidewire. It was cracked and split at the plastic hub portion. I had attached the syringe as I normally do-gently to make it easy to remove and place the wire. We opened another kit and used a new needle.